Event description:
It was reported that the left ventricular lead had a helix problem, delivered inappropriate therapy and that there was a shock impedance issue. It was further reported that the lead was infected. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.